Event description:
The port leaked during use. The device was explanted and replaced without any complications. Info from the user revealed that when puncturing the port with the needle, the pt felt it "cauterize on his skin".

Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the sample confirmed the customer's complaint. Co found that the 19ga needle and needle tip were bent and not to be patent. The straight bore of the needle was physically bent. It appears that the customer bent the needle to have the bend just above the septum.